Manufacturer narrative:
Lot # and serial # now provided. Manufacture date now provided. Analysis of the suspect biopsy guide found that, as reported, the lower joint will not tighten enough to lock down the rotation of the guide.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Suspect part not returned to manufacturer for analysis.

Event description:
A medtronic representative reported a biopsy guide that would not hold properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.